Event description:
Customer advised they are experiencing under filling tubes. Under filling occurs with use of butterfly and straight needles. Customer uses a discard tube on butterfly draws. Tubes fill just under the triangle on label. Under filling started early (B)(6) 2018 and now is occurring up to 10 times per day. This occurs with seasoned staff at multiple locations.

Manufacturer narrative:
Complaint 18-18 retrospective filing no samples were received. We have no further inventory on the material/batch. The material/batch expired in the month of the complaint (february 2018). Customer picture received but it was of an incorrect batch# which was more than 4 months past expiration (454332/b16103bk, exp oct 2017). A check of quality and production records shows no deviations related to the reported event. The cause of the event cannot be determined.